Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the reported machine on site. Both pressure transducers printed circuit boards (pcbs) were replaced to resolve the issue and sent back for investigation. The returned pressure transducers pcbs have been tested in a machine. They passed 3 pre-use checks. No abnormal found during ventilation for 24 hours. They passed another pre-use check after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).